Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During implantation of the left ventricular lead, the lead perforated the coronary sinus vessel. The lead was removed and a chest drain was inserted to release fluid buildup in the pericardium. The upgrade was completed and the patient was sent to the intensive care unit for monitoring. The patient was stable after the procedure.

Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.